Manufacturer narrative:
Investigation: a review of the last year of service history for this device indicated no other reports related to this issue. Root cause: the root cause of this failure was multiple pause button presses while the donor was disconnected leading to a 10 minute pause alarm. The device failed safe with an alarm. Correction: the customer stated that the operator was re-trained.

Event description:
Due to the personal data protection laws in (B)(6), the patient information is not available from the customer. Patient's gender and weight were obtained from the run data file (rdf).

Manufacturer narrative:
Investigation: the machine was checked out at the customer site by the service representative. The reported problem could not be duplicated. Pump test and software autotest passed. The same issue was not seen again after several days of observation. The run data file was analyzed for this event. Review of the run data file indicated that the platelet collection was proceeding as expected until 62 minutes into the run when the operator pressed the pause button. The system was paused for a total clock time of just under 18 minutes. The run data file did not indicate a reason why the collection was paused however based on the complaint report; it may have been due to the operator wanting to change the needle. The pause button was continually pressed after the 'three minute pumps paused' alerts were continued. It is likely these extra pause button presses contributed to the system generating the unrecoverable alarms that ended the run. An internal report indicates no further related issues have been reported for this device. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer reported that they had blood coagulation and had to change the needle during a procedure. Details of the location of the blood coagulation within the collection set are not available at this time. Per the customer, an unrecoverable alarm was received and the procedure was ended. Rinseback was not performed. The patient's identifier, age and outcome is not available at this time.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Clarification from the customer was received that the reason the nurse had to change the needle was because the procedure had to be paused for the patient to use the restroom. While the procedure was paused, the operator did not open the clamp, and received alarms that caused her to continue hitting pause, and eventually ended the procedure. The patient was not reconnected to the set. The set was discarded. The reported "blood coagulation" was an interpretation of trima's alert wording. Investigation is in progress. A follow-up report will be provided.